Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "the seal that breaks after the insertion of the needle and separation of the needle from catheter. We have had now 8 different issues with these needles where the seal does not break." This report addresses the first needle.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "the seal that breaks after the insertion of the needle and separation of the needle from catheter. We have had now 8 different issues with these needles where the seal does not break." This report addresses the first needle.